Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display was dim. It was reported that a few days prior to the display issue, the pump fell from the patient¿s belt to the ground. This complaint is being reported because the reported issue was not resolved with troubleshooting.